Event description:
The customer received control results of 600mg/dl on the contour next link. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. The customer was using contour high control, which was the wrong control solution. No adverse event was alleged. Customer was advised to return the strips for investigation. A new meter was sent to the customer.